Manufacturer narrative:
Additional information: h3, h6. H10: the device evaluation was completed. A visual inspection with the naked eye noted a crack in the main body of the transfer set twist clamp. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set had cracked during use of peritoneal dialysis therapy. The transfer set had been in use for about one week. There was no patient injury or medical intervention associated with this event. No additional information is available.